Event description:
It was reported an issue with novosyn suture. The client has reported that thread was caught and did not slide. Additional information: the thread was caught in package when extracted? No. In which moment was the thread caught and did not slide? At the moment of passing through the tissues it presents a lot of friction. Patient data: the situation occurred with more than one patient. All were male, aged around 50 and with a slim build. Type of surgery: the occurrences took place during hernia surgeries.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received 29 closed samples. Tightness test to the closed samples received has been performed and the units are tight. We have checked the samples received and thread surface is the current and usual one, the cover is not raspy nor damaged. Sewing test on artificial skin tissue has been conducted with the closed samples received and fraying does not appear when pulling the thread through the tissue. Visual appearance is the usual one. As stated in the instructions for use of the product: 'when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material.' Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b.braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply the product specifications. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for the product sent for analysis as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.